Manufacturer narrative:
Update: a customer response was received on may 13, 2024 and the following information was received: issue occurred 4/12/24.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the duodenovideoscope's cap fell off during a procedure and was not noticed until patient was in recovery. It was not documented if the patient coughed it up or if it was in his mouth. There was no reported patient harm or impact due to this event.

Event description:
The issue occurred during a endoscopic retrograde cholangiopancreatography (ercp) procedure, which was completed using the same device. There was no delay, and the cap was able to be located and removed from the patient's mouth.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, therefore the reportable malfunction could not be confirmed. Based on the results of the investigation, it is likely that the distal cover was not properly attached or friction stress, such as twisting, pushing, pulling the device in the body cavity and/or stress by contacting with the mouthpiece, etc. Were applied to the distal cover during the procedure. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: -operation - precautions user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. - preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.